Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary wedge resection surgical procedure, it was observed that the maryland bipolar forceps instrument was broken. The device was not used on the patient.